Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 17.6 mmol/l and 5.3 mmol/l. The patient experienced hyperglycemia. It is unknown which test strip lot number was used during the meter comparison. The test strip lot number (105604) or (105816) could have been used during the meter comparison.